Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have eaten and forgot to deliver a bolus. Customer's blood glucose was 190 mg/dl and delivered a bolus. Customer checked blood glucose a few hours later and it was 437 mg/dl. Customer had high blood glucose symptom of dry mouth. During troubleshooting, alarm history showed low reservoir. Customer had trouble filling reservoir and pulled plunger too far and spilled insulin. Customer also had difficulties with getting infusion set into serter.